Manufacturer narrative:
Date of event was reported as a couple of months ago (2016).

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the representative met with the patient and ot was noted that their implantable neurostimulator (ins) ¿heats up¿ around the battery and they felt heat inside. It was reported that it was warm to the touch and it could get really hot and hurt the patient at times. This occurred when the device was run at 3.0 volts. To relieve the situation, the patient tuned the stimulation down to 1 volt and the issue went away. It was noted that the patient was morbidly obese and was a very unhealthy person. An impedance check showed values all around 900 ohms (contact 7 was 1100 ohms). Additional information reported the patient was reprogrammed on (B)(6) 2016 for better coverage. Follow up information received on dec. 16, 2016 reported that the physician¿s assistant (pa) was going to run some lab tests to see if there might be an underlying infection present. It was unknown if the device ¿heating up¿ issue was still present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.